Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair found in the catheter tray was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l groshong catheter tray. The sample elements were received loose, without outer packaging. All of the tray components were received except for the molded suture wing. The sample components appeared free of usage residues. The two-piece connector was received in its original sealed packaging. A short curved fiber was fixed to the back of the connector package with a piece of tape. Microscopic inspection of the fiber confirmed that it appeared to be a hair. While a hair was returned with the two-piece connector, the opened and loose state of the tray components prevented determination of the original state of the tray and any likely source of the hair. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reby0331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the subject device, a hair was observed in the packaging of connector. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the subject device, a hair was observed in the packaging of connector. No patient involvement.